Manufacturer narrative:
The customer's blood glucose monitor was not returned for investigation. Retain testing of the strip lot with control solution shows results typical for this batch. All results fell within the assigned range. The customer's test strips have been returned for investigation. Return test results are pending at this time. Should any significant findings be identified upon review of return testing of the customer's test strips, a follow up report will be submitted.

Event description:
Routine complaint investigation when a consumer reported receiving inprecise sequential readings within a ten minute time frame on the precision xtra blood glucose meter. The results when plotted on to a parkes error grid exceeded the plot zone which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.